Event description:
It was reported that the patient has had multiple leaks in her catheters and had undergone a couple surgeries. The patient had another leak which was confirmed through a dye study. The patient opted to have it taken out instead of fixed. The entire system was removed due to a non-functioning pump. The catheter was removed due to break, tear, hole. The device was delivering baclofen.

Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly. The pump passed all non-destructive lab testing and there were no anomalies seen in the logs. Since the pump passed all non-destructive lab testing and had clean logs. Final analysis of the catheter found catheter body splice/cut not related to explant. A leak was seen on the catheter (51.5 cm from the pin connector) and when the segment was inspected, a slice/cut and hole was found that went through the catheter. The appearance of the cut looked smooth indicating a sharp object or tool was used. This may have been done during implant. Conclusion - associated with pump device only.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.